Manufacturer narrative:
No patient code available - vessel spasm. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During treatment of the dorsalis pedis artery (dp) with a csi diamondback peripheral orbital atherectomy device (oad), the device stalled and the crown became stuck in the vessel. Nitroglycerin was administered and a buddy wire was advanced. The driveshaft was pulled gently, however the crown would not dislodge. The saline sheath of the oad was cut and advanced over the driveshaft, but was unable to advance to the crown. The driveshaft of the oad was cut, the lesion was re-wired with a viperwire guide wire, and a multipurpose catheter was advanced over the driveshaft but was too short to reach the crown. Nitroglycerin was administered again, and a balloon was inserted and inflated. A vipercath exchange catheter was advanced over the driveshaft, but would not advance into the dp. A snare was introduced over the buddy wire, however the snare loop broke and it would not advance to the dp. An attempt was made to gain access to the posterior tibial artery, but was not successful. A non-csi catheter was advanced over the driveshaft and was able to dislodge the crown. Following removal of the device, vasopsasm prevented pedal loop re-entry and thrombus was noted throughout the vessel. The patient was monitored in the intensive care unit overnight with a thrombolysis infusion. The following day, the patient underwent a second procedure in which angioplasty of the anterior tibial and peroneal was performed successfully. There were no further complications reported.